Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
At activation the patient had no auditory impression with the device.

Manufacturer narrative:
Conclusion: according to the received information the patient underwent skin flap thinning surgery. During this surgery, impedance measurements were reportedly deteriorating. Therefore the device was explanted. The device investigation shows damage to the active electrode led by a sharp instrument, which is typical for occuring during surgical intervention, as well as damages to the active electrode which might have been caused by an external mechanical impact during surgery. The in situ measurements prior to the revision surgery were within normal limits. This is a final report.

Event description:
At activation the patient had no auditory impression with the device. The clinic believed at that time that the lack of hearing impression was due to the insufficient communication with the external audio processor due to a thick skin flap. The patient underwent skin flap thinning surgery on (B)(6) 2016. During the skin flap surgery, damage of the implant was suspected. It was decided intra-operatively to re-implant the patient with a new device. The patient was activated with the new device. At the second fitting the patient had good response on all electrodes. The audioprocessor held well.